Event description:
It was reported that the pt was connected to the ventilator for about 48 hours when the unit stopped cycling. The oxygen saturation got down to 50% when it was caught up with, and it is believed that there was one alarm. The pt was monitored for another day and cleared. (B) (4). (B) (4).

Manufacturer narrative:
(B) (4)